Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient's right ventricular lead had externalized conductors. The externalization was confirmed through fluoroscopy. No electrical anomalies were reported. The patient was stable before, during, and after the procedure. The lead remains in use.

Event description:
New information received on june 12, 2018 noted that the right ventricular lead has been explanted and replaced on (B)(6) 2018. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
A partial lead measuring 53.4 cm was returned for analysis. The reported event of externalized conductors was confirmed. Final analysis found an external insulation abrasion breaching empty cables lumen 9.4 to 10.1 cm from the distal tip consistent with friction to another device or feature of the heart. An internal insulation abrasion 9.5 to 11.9 cm from the distal tip breaching the re cables lumen. The etfe coating of both re cables were abraded. External insulation abrasion 13.3 to 13.5 cm and 18.2 to 18.4 cm from the distal tip consistent with friction to another device or feature of the heart. The etfe coating was not damaged in this region. Internal insulation abrasion 18.4 to 19.1 cm and 31.9 to 33.5 cm from the distal tip. The etfe coatings were not damaged in this region. External insulation abrasion breaching the svc cable lumen 44.4 to 44.9 cm from the distal tip consistent with friction to another device or feature of the heart. An external insulation abrasion breaching the rv cables lumen 47.3 to 47.5 cm from the distal tip consistent with friction to another device or feature of the heart. External insulation abrasions breaching the re cables lumen 50.8 to 50.9 and 51.9 to 52.0 cm from the distal tip consistent with friction to the device can. An external insulation abrasion breaching the svc cables lumen 52.9 to 53.1 cm from the distal tip consistent with friction to the device can. The etfe coatings were not damaged in these regions.